Event description:
During room set up, the double basin in the laparoscopic pack lot 1610636 was opened using sterile technique. The scrub technician noticed there was debris in the pitcher that was packed in the double basin. This contamination rendered the entire pack contaminated. The scrub tech noticed the debris before it contaminated the entire table. The nurse then called for a new laparoscopic pack to replace the contaminated materials. This is a potential hazard because it could have delayed the surgery or caused an infection if the debris was not noticed. Fortunately, there was not a delay.